Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; planned treatment was performed by the customer and completed as planned. The philips field service engineer (fse) inspected the system on site and confirmed that the x-ray functionality was not available. Review of the system log file confirmed the malfunction as x-ray was not possible. Upon troubleshooting fse found that flashlight was defective. To resolve the issue, fse replaced the flashlight high end kit, configured and adjusted it. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray functionality was unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.